Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system on disconnected mode. The technical support specialist (tss) dialed into station and found the c: drive nearly full, with winsxs and structured query language (sql) logs consuming most of the space. After freeing space, reviewing datasync logs, verifying sql health, backing up the database, and performing a full datasync 2.0 sync, the application came back online with no critical override or disconnected mode notices. System functionality was fully restored. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had disconnected mode, even after being rebooted. Customer had mentioned that this was a recurring issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.